Manufacturer narrative:
The pump exchange referenced in this section was reported under medwatch MFR. Report # 2916596-2016-01228. (B)(4). Approximate age of device ¿ 13 days. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2016 that after the patient¿s pump was exchanged, fluctuations in pump powers as high as 9.5 watts were occurring. The patient¿s inr was 3.0, lactate dehydrogenase (ldh) was 300-400¿s u/l. The patient¿s urine was clear yellow and adequate, vitals were stable with a mean arterial pressure in the 70¿s, and hemoglobin and hematocrit were stable. There was a concern for pump thrombus. On (B)(6) 2016, the lvad clinician from the implanting center reported that it was the patient¿s white blood cell count decreased, the inr was 3.0 and had increased to 5.82, ldh was 300¿s u/l and increased to 641 u/l. The patient¿s urine was clear, yellow, and adequate. The patient¿s vitals were stable with a mean arterial pressure in the 80¿s mmhg, hemoglobin 7-8 g/dl, hematocrit 22-27%, haptoglobin less than 6mg/dl, and the plasma free hemoglobin was 3mg/dl. It was reported that on (B)(6) 2016, the patient's pump was explanted due to possible recovery.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 15.25 inches from the pump housing. The distal portion of the driveline, the inlet tube, the proximal end of the sealed inflow conduit flex section, the outflow graft material, and the sealed outflow graft bend relief were not returned. Upon disassembly of the pump, examination of the sealed inflow and outflow conduits revealed depositions of denatured, fixed blood. The hard, grainy texture of these depositions suggests that the explanted pump may have been treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehype) before being returned for evaluation. Further evaluation of the pump revealed similar depositions of denatured, fixed blood throughout the pump. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, their lack of laminated layering suggests that they formed as a result of poor surface washing due to an interruption in flow. Because no low flow hazard alarms were captured in the log files submitted by the account, these depositions were not likely present while the pump was supporting the patient. Additionally, the absence of contact marks on any of the pump¿s surfaces further indicates that these depositions resulted from the preservation of the hmii lvas with a fixative agent when it was explanted for recovery. Examination of the rotor revealed a piece of thrombus between two of its blades. The slight lamination of this piece of thrombus suggests that it was present while the pump was supporting the patient but may have formed elsewhere. While a specific cause for the development of this formation could not conclusively be determined, it could have contributed to the patient¿s elevated ldh, as well as the increase in power and decrease in pi that were noted in the submitted log files. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.